Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: hi (result over 600 mg/dl), 457 mg/dl (mobile system 1) and 125 mg/dl (mobile system 2). Results were obtained using different strip vials of the same strip lot. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 1. Reference medwatch with (B)(6) for mobile system 2.